Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the inserter threads would not disengage from the acetabular cup. The acetabular cup and inserter were removed and another acetabular cup and inserter were utilized to complete the procedure.

Manufacturer narrative:
The returned unit was evaluated and a visual examination of the damaged /chipped teeth on the rear gear and the inserter screw indicated that the part had been used extensively. There was a blue foreign substance on the rear gear. The thread of the inserter screw was found to meet specifications. It appears that once the inserter engaged the cup and a load was applied, that the damaged/chipped teeth and the blue foreign substance may have contributed to the improper function of the inserter.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Manufacture date ¿ unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06831 / 06832).